Manufacturer narrative:
(B)(4). Date sent: 11/3/2016. Batch # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy procedure on the 2nd firing the device cut and stapled on the specimen side fine (all three lines), however there were no staples deployed on the patient side at all. There was some bleeding, no transfusion required. A like device of the same product code was used to complete the procedure and the surgeon over-sewed the staple line to ensure closure. Seam guard buttressing was used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56306. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2016. Photographic analysis: image number one shows a green cartridge that appears to have the right side fully fired, as all the drivers are visible, the left side appears to be partially fired, about ¼, and four drivers are visible at the distal end. Image number 2 shows the tyvek of a cartridge reload gst60g, lot number n4lt4j, and expiration date 2019-06-30. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. As the cartridge was not received for analysis, definitive root cause could not be determined. However, there appears to that there may have been an interference condition within the cartridge that may have led to non-deployment of staples on the left side of the cut line.